Event description:
A bipap a30 device was returned to a third-party service center for service. There was no report of patient harm or injury. The device was not in clinical use. During the evaluation of the device at a third-party service center, the device log files were successfully downloaded and reviewed. A ¿ventilator inoperative¿ error was observed indicating that the device could not be operated after three restarts. To address the issue, the printed circuit assembly (pca) required replacement. Additionally, the lcd had pixel issues. The evaluation also identified contamination from dust and dirt inside the device. No evidence of foam particles or foam degradation was identified during the evaluation. The device will be scrapped at the customer's request; therefore, no additional repair information was provided. A final report is being submitted. If any additional information is received, a supplemental report will be filed.

Manufacturer narrative:
This device (bipap a30) was manufactured 04/23/2012 which is prior to UDI requirement implementation. This device does not have a UDI, and no UDI will be listed in this report. The reported failure of ventilator inoperative is accommodated in the product risk management file as being linked to hazard with description loss of function/loss of primary function. A field action was initiated with record ID (B)(4) and consisted of a field safety notice. Complaints for this failure are reviewed via the post market complaint trending and escalation processes to assess for the observed probability levels and compare them with the predicted levels in the risk file for the hazards linked to the failure. As of the date of submission for this report, there is no further indication that complaints for the failure in question has led to unacceptable increase in probability levels for the hazardous situations in scope, and therefore no further action will be pursued. Qa continues to monitor complaints for this issue per the cadence in the complaint trending procedures. DHR review not required. The device mentioned in this complaint has exceeded its useful life per the applicable IFU.